Manufacturer narrative:
Unit received with operating currents within spec. Unit passed selftest, unexpected restart error test, rewind, basic occlusion test and displacement test. No motor error alarms were noted. However, unable to prime unit during prime test due to faulty force sensor resistor. Unable to perform excessive no delivery test due to prime anomaly. The motor was tested outside the device and passed. Unit received with cracked case at display window corners and minor scratches on lcd window.

Event description:
The customer reported via phone call the insulin pump alarmed motor error, the alarm did not occur during manual prime. The customer states this is the third time receiving motor error alarm may 4, may 1 and march 31 2017. The customer¿s blood glucose level was 200 mg/dl at the time of the incident. The customer stated that the drive support cap was appears normal. The customer stated that the insulin pump was unsure if exposed to high magnetic fields. Customer was able to rewind the insulin pump during troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.